Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned product identified nicks and gouges to the tibial plate consistent with wear of being implanted. The articular surface also had signs of being implanted in a patient. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient was revised due to pain and loosening of the tibial component as diagnosed by nuc med scan. The nuc med scan identified elevated accumulation ventrally on the shaft of the tibial part of the prosthesis and the findings are consisten with incipient detachment. During the revision, it was noted that the tibial component was easily removed with soft bone below the surface. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medial products: 42500606202 - femur cemented posterior stabilized (ps) standard right size 7 ¿ 62755486; 42521400710 - articular surface fixed bearing posterior stabilized (ps) right 10 mm height ¿ 62855821; 4711500396 - optipac 60 refobacin bn cmt r - a427a03725. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right knee revision approximately 4 years post implantation due to pain and tibial loosening as diagnosed by nuc med scan. During the revision, it was noted that the tibial component was easily removed with soft bone below the surface. The component was replaced without complication.